Manufacturer narrative:
Device analysis report is attached. This report is submitted on august 24, 2021.

Manufacturer narrative:
Per the clinic, it was reported that the recipient experienced an infection. This report is submitted on aug 04, 2021.

Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient experienced head trauma resulting in an extrusion of the receiver/stimulator and a haematoma that was treated with IV and oral antibiotics. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.